Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating, and the remote support service (rss) was offline. A field service engineer (fse) verified the problem, but unable to ping the internet from command prompt. The fse discovered the hospital network port was not live. There was a live network port located. So, the fse reported the issue to hospital information technology (it) department. Fse verified functionality via terminal ping, and station application, then checked rss was online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating, and the remote support service (rss) was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.